Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charging pad for an ilet system was not functioning as expected, as the device did not charge on the pad and the indicator light failed to illuminate consistently, with a brief green light on a different outlet before turning off. Symptoms included no adverse clinical effects, and blood glucose remained in range. Outcomes included replacement of the charging pad and user education to use a compatible third-party contactless charger until the replacement arrived. Investigation included troubleshooting with power source checks and confirmation of address for expedited replacement. Investigation of this case revealed a suspected malfunction of the charging pad hardware resulting in failure to charge and inconsistent indicator behavior. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charging accessory.